Manufacturer narrative:
(B)(4). The device has been received and the evaluation was completed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing, clear passage testing, clamp function testing, and simulated use functional testing was performed with no issues noted. The reported condition was not verified. The cause of the alarm was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) during dwell two of four of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. There was nothing unusual found during troubleshooting that could have caused or contributed to the reported event. The technical service representative assisted the patient with ending therapy. It is unknown how the patient would complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.